Event description:
It has been reported to philips that the flexvision does not display the whole screen of the allura xper fd20 system and that the live monitor was not displayed on the sub-monitor. The system was in clinical use at the time and no harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that flexvision is not displayed, and live on the sub-monitor is also not displayed. Upon function testing, fse checks that the switching device (matrix switch) that outputs video to the large monitor in the machine room b cabinet was not supplied with power. It has been restored by replacing the power adapter on the matrix switch. The fse replaced the power adapter for the matrix switch, after which the system was returned to use in good working order. These codes were updated based on investigation outcome.